Event description:
It was reported that a patient presented with high capture thresholds on their right ventricular lead that resulted in a loss of capture. The lead was explanted and replaced on (B)(6) 2022 without complication. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.